Manufacturer narrative:
No additional adverse patient effects were reported. New leads were implanted on the right side with the current device. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that the patient implanted with this transvenous defibrillation lead was to undergo radiation therapy for cancer located near the device site. The system was moved to the patient's right side. During extraction, this lead would not come out past the superior vena cava. The lead was cut, with the distal portion remaining in the patient, and a lead cap was placed on the end of the lead body. The cap was sutured in place. The proximal portion of the lead was removed and discarded.